Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiological sensing was observed on the electrogram for ventricular high rate episodes recorded on (B)(6) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead interrogated possible noise oversensing of non-physiologic short interval counts (sic). The lead continues to be monitored and no intervention was performed. No patient complications have been reported as a result of this event.